Manufacturer narrative:
Ucc-25-5282_5319 field action has been initiated by bd. Customers will be instructed to discard product or return product to bd for replacement or credit. CAPA 11598314 has been initiated to investigate root cause of the problem. Correction: f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported customer had a serious issuewith this tray #a942216. This tray with ref# a942216 should be a non latex foley. However, lot ngjx4320 has been labeled incorrectly with a latex foley tray. Please see the images below for a better reference. That was what the outside of the case looks like and it should had trays with ref # a942216. However, once you open the case, they have trays with ref# a303316a which were latex, t flip the tray over to the other and they have a sticker with reference #a942216. Per additional information received via email on 02apr2025, it was reported that they had multiple trays and cases that were affected by this.

Event description:
It was reported customer had a serious issue with this tray #a942216. This tray with ref# a942216 should be a non latex foley. However, lot ngjx4320 has been labeled incorrectly with a latex foley tray. Please see the images below for a better reference. That was what the outside of the case looks like and it should had trays with ref # a942216. However, once you open the case, they have trays with ref# a303316a which were latex, t flip the tray over to the other and they have a sticker with reference #a942216. Per additional information received via email on 02apr2025, it was reported that they had multiple trays and cases that were affected by this.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported customer had a serious issue with this tray#: a942216. This tray with ref#: a942216 should be a non-latex foley. However, lot: ngjx4320 has been labeled incorrectly with a latex foley tray. Please see the images below for a better reference. That was what the outside of the case looks like and it should had trays with ref#: a942216. However, once you open the case, they have trays with ref#: a303316a which were latex, t flip the tray over to the other and they have a sticker with reference#: a942216.